Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx uncovered stent was to be used to treat an intrinsic bile duct stenosis due to cholangiocarcinoma during a biliary stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was very tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully deployed; however, during removal of the catheter, the delivery system got stuck in the middle portion of the stent. After several attempts to remove the delivery system, the distal inner shaft and tip of the delivery system detached. Reportedly, the detached part was left inside the stent and will be removed at a later date. An xray photo of the stent in situ was received and upon review it was noted that the stent did not appear to be fully expanded where the inner shaft had gotten stuck. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.